Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the introduction of the catheter into the sheath, numerous bubbles were observed passing through the flushing port from the sheath to the syringe during aspiration. Despite continued aspiration, the bubbles persisted. Therefore, the sheath was replaced. The procedure was completed successfully without any patient complications. The device will be returned for analysis.

Event description:
During a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the introduction of the catheter into the sheath, numerous bubbles were observed passing through the flushing port from the sheath to the syringe during aspiration. Despite continued aspiration, the bubbles persisted. Therefore, the sheath was replaced. The procedure was completed successfully without any patient complications. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified the external valve torn on the outer and inner faces and the internal valve torn on the inner face by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the outer and internal valves.